Event description:
It was reported when the patient presented in clinic for a follow up, device interrogation indicated the rv lead exhibited noise. The rv lead was connected to a pacemaker and programming changes were made to resolve the issue. The device was explanted due to normal eri. There was no allegation made against the device and there were no adverse consequences to the patient.